Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2016 with the following findings: investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim and discolored. A leak test was performed and an audio bolus button leak was found. Unrelated to these issues, the audio bolus button cover was found to be detached and missing from the pump. Also unrelated to these issues, the pump case was observed to be cracked between the case seal and keypad cover. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. Evaluation also revealed that the display was dim, fading and discolored. In addition, testing revealed an audio bolus button leak. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/14/2016.